Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for descending thoracic aortic pseudoaneurysm using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. The stent graft was successfully implanted. An angiography for access vessels showed localized dissection in the left external iliac artery. A bare-metal stent was placed to fix the dissection. After that, hemostasis with a perclose device was unsuccessful due to injury of the puncture site, whose cause was unknown. Therefore, the puncture site was surgically repaired. The patient tolerated the procedure. The reporting physician commented as follows: vascular access trauma was within expectation.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: the instructions for use of gore® dryseal flex introducer sheath state that if vessel size is smaller than the nominal body od, major bleeding, vessel damage, or embolism may result.